Manufacturer narrative:
The subject device was returned to olympus for evaluation. Based on the evaluation, it was impossible to duplicate the phenomenon. The evaluation confirmed that one of two fiber light guide did not emit light and the image was dark. The subject device did not pass the leak test and the leakages were observed in the channel openings and on the surface of the insertion tube. Furthermore, there were scratches inside the instrument channel of bending section and outside of insertion tube in proximal side. Also pinholes were observed in the instrument channel. Damages in the instrument channel might disturb adequate reprocessing. It was observed that there was fluid invasion into the subject device, which may cause temporary electrical contact failure. Based upon the findings, the user's improper handling could not be ruled out as a contributory factor of the event. The manufacturing history was reviewed, with no irregularities related to this problem noted.

Event description:
Olympus medical system corp (omsc) was informed that during f-tul procedure, the image disappeared. Therefore, the user facility replaced the subject device with another instrument and continued the procedure. The subject treatment was completed. Furthermore, during the reprocessing, black fluid came out from the instrument channel openings of the subject device, despite black material was not observed during the procedure. There was no patient harm reported.